Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. A return sample evaluation was not performed because tubing was not available. No corrective or preventive actions have been identified at this time. Stomatitis is a known complication of a peg tube placement.

Event description:
Additional information received indicating patient experienced ooze around the percutaneous endoscopic gastrojejunostomy (pegj) stoma site and currently on 2 different types of oral antibiotics. It was reported that the patient was started on oral antibiotics very shortly after the pegj insertion for the ooze from the peg tube site.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in the report. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
On (B)(6) 2016, a patient in (B)(6) had a percutaneous endoscopic gastrojejunostomy (peg) tube inserted. On an unspecified date, the patient was admitted to hospital for investigation of increased abdominal pain, reportedly the pain has been difficult to treat this time. Abdominal pain has been an issue for the patient before commencing duodopa therapy. Patient's husband reported that doctors stated she has an infection in the bowel, likely caused by the peg, and treatment was commenced. Though requested, no specific information was provided regarding the treatment. On 03 jun 2016, the husband informed the duodopa nurse specialist that the patient had been discharged from hospital but continued on oral antibiotics for peg site infection.